Manufacturer narrative:
The device passed displacement test, sleep current measurement and active current measurement. The power management graph indicated connector resistance issue due to connector resistance issue. Unexpected replace battery now alarms were present in the pump history file due to connector resistance issue. The connector on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioned properly during testing as shown in the power management graph. It was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture. Cracked case on battery tube area with customer applied glue and or adhesive to battery tube area, slightly faded serial number label, slightly peeling end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident was 196 mg/dl. The alarm occurred less than ten hours from a low battery alert. The insulin pump will be returned for analysis.